Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion was not able to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no: 328520 batch no: 9119644 it was reported that the customer was not able to draw insulin, verbatim: issue - consumer reported he could not draw insulin. He uses the 31g, 6mm, 1/2ml. He uses the new syringe for his injection each time. He visually test the needle to see if it's straight.